Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose results were 45mg/dl, 247mg/dl. Tests were done within <10 minutes with a difference of 66%. Pt did not experience any adverse events. No further info has been reported.